Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty removing the gripper lines, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. During the procedure, the clip was able to grasp the leaflets; however, during establishing the gripper line removability, the gripper lines could not be removed. The clip delivery system was removed, with the undeployed clip. Two mitraclips were implanted and the mr was reduced from grade 4 to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was removed and investigated. The reported inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line was attributed to the gripper line being caught on the frictional element; however, a cause for this interaction could not be definitively determined. It is possible that the user technique of removing the gripper line contributed to the interaction; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.